Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in november of last year their device had moved and wasn't flat anymore. Pt clarified they think this occurred when pt was trying to get into their car in a parking lot and when pt tried to get into their passenger side they couldn't because the car next to them was too close. Pt reported when they squeezed into their call they think that's when pt's ins moved. Pt stated their hcp looked at the device, but "didn't seem to think it was a problem". Pt reported they are not feeling stimulation and reported they are wearing depends all the time. Pt stated they had pretty good success with therapy in the beginning before this occurred. Pt reported these issues have all been going on since november when pt felt ins move. Pt stated they have not made any adjustments in a long time and stated they are having trouble connecting. Pt further clarified they can't remember what to do and requested assistance. Pt connected with ins on call and confirmed therapy is on at 1.4volts on program 3. Reviewed therapy overview and expectations. Pt increased stimulation to 2.0volts and confirmed feeling stimulation in bike seat area that pt described as a "a constant jarring", but confirmed comfortable. Pt will monitor symptoms now that change was made. Patient services recommended pt follow up with hcp to check implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.